Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6), female, pt, who used super poligrip (formulation unk) over a period of 20 years as a denture adhesive. A physician or other health care professional has not verified this report. Approx 20 years prior to reporting, the pt began using super poligrip. An unk time later, the pt experienced neuropathy. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unk. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).